Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.

Event description:
The customer reported that the system displayed an x-ray disabled error message and the system shut down without command. There is no report of pt injury.